Event description:
During the sialoendoscopy procedure, a cook wire basket was inserted into the patient's duct to remove the stone and a piece of the basket broke off and remained wedged around the stone inside the patient. Stone and piece of basket were unable to be retrieved and plan is for patient to come back for open procedure to remove both the stone and piece of basket.